Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional information were made. No new information has been received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, the patient presented with an unexpected refractive outcome in both eyes. The surgeon explained that the patient had induced astigmatism, as the astigmatism increased following the surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: no sample was returned for evaluation. Root cause: most likely identified as use error and additional training was performed. Actions taken: the surgeon mentor program was offered to dr. (B)(6). The sales team has been working closely with him regarding iol calculation and selection for qualifying candidates has been going very well. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. This will include completing reviews of complaint class report levels on a monthly basis. (B)(4).